Event description:
Bipolar impedances measured greater than 2500 ohms. Home monitoring recordings showed possible noise on an (B)(6) 2022 recording. The lead remains actively implanted at this time.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.